Event description:
During an endoscopic banding procedure, the physician used a cook endoscopy 6 shooter saeed multi-band ligator. After advancing the ligator into position, deployment of the bands was reported to be "difficult." Another ligator was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The info in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: our eval of the returned ligator device was unable to confirm the report. The ligator handle, trigger cord, ligator barrel and the white loading catheter were returned for eval. Four of the six bands remained in position on the ligator barrel. The other two bands that had been previously deployed were not included in the return. The ligator handle was returned in the firing position. During our laboratory eval, the trigger cord and ligator barrel assembly was loaded onto an endoscope. The ligator handle was attached to the endoscope and the trigger cord was seated inside the ligator handle. The ligator handle was turned to deploy the bands and the ligator functioned as intended. The four remaining bands deployed without resistance or difficulty. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the report of difficulty with band deployment has been brought to the attention of the appropriate internal personnel. Further investigation is underway as part of quality review board (qrb) activities. No further action is warranted at this time because the product functioned properly during our laboratory eval. The report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurence is rare. Customer quality assurance will continue to monitor for complaint trends.